Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hyperglycemia, hypoglycemia and an infusion set fell off on (B)(6) 2024. Blood glucose level was 290 mg/dl at the time of hyperglycemia event and 0 mg/dl at the time of hypoglycemia event. Patient experienced the loss of consciousness. Patient was treated with 4 packs of oral glucose. No further information was available.